Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed self test, active and sleep current measurement test. No unexpected failed batt or low batt alarms noted during testing. The power management graph was within spec. No pump error 3 alarm noted during testing. However, on 01/27/2025 pump error 54 and 3 were recorded. Pump error 54 file number=32122 line number=1421. Per r&d investigation pump error 54 was cause by the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt, a software error. Esf#((B)(4)). Pump error 3 alarm was cause of pump error 54. Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), stained keypad overlay and pillowing keypad overlay. In conclusion customer allegation of failed batt alarm was not confirm. All operating currents are within spec and unit powered up properly after battery installation. However, pump error 54 and 3 were confirm during download history review due to a software error. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the main arm cannot communicate with the motor arm (pump error 3). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. The customer was able to clear the error but was unable to complete the rewind process. The customer reported receiving a battery failed alarm. The customer is not using the correct battery cap for the pump they are using. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.